Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initial reporter occupation: reporter is a j&j sales representative. The expiration date and device manufacture date are currently unavailable. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observations revealed wear marks on the device. A needle was jammed inside the shaft of the passer and about 4 cm of the distal portion of the needle is protruded through the jaws and it was deformed. It was also observed that the white flag was missing. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Based on the condition of the device received, this complaint can be confirmed. This failure can be attributed to fair wear and tear of the device due to repeated use and sterilization cycles; an improper maintenance causing wear of internal components. Also, for the damage in the needle can be attributed to procedural variables, such handling of the device or product interaction during procedure; however, it cannot be conclusively affirmed. As per IFU: (expressew iii flexible suture passer), it is necessary to follow the instructions and warnings of any cleaning and equipment used; also, the recommendation of the proper condition during the sterilization and maintenance to avoid any damage; the device require special attention during cleaning. It is important that during the maintenance; between uses, lubricate moving parts with a water-soluble lubricant. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by sales rep that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the needle on the expressew iii suture passer w/hook device became lodged in the bottom jaw. During in-house engineering evaluation, it was determined that the needle was jammed inside the shaft of the passer and about 4 cm of the distal portion of the needle was protruding through the jaws and it was deformed. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.